Event description:
The customer reported a diluent fluid leak of approximately 50ml from a coulter lh 780 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer could not identify the source of the leak and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found disconnected tubing at port 8 of the blood sampling valve (bsv). The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established service procedures. (B)(4).